Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). No product returned for evaluation. Customer stated the product will not be returned because of their internal policy. The lot number was not identified.

Event description:
Customer reported male luer became disconnected from the tubing and fell off. An rn was drawing lab specimens on a patient and when she went to reconnect the IV tubing to the central line, the small hub on the straight set became disconnected from the tubing and fell off. No patient harm reported. IV set replaced without incident. Although requested, no additional event or patient information was provided by the customer.